Event description:
Additional indicates surgical intervention was undertaken on (B)(6) 2024 wherein one lead was repositioned, and the other lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-07484. It was reported that the patient experienced ineffective therapy and was unable to get their system into MRI mode due to migration of both leads. As a result, surgical intervention may be undertaken in the future.